Manufacturer narrative:
Reporter is jnj representative. Investigation summary: the investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The instrument(s) was not returned and instead the investigation will be done based on the supplied image(s) from the attachments (2 image(s).the image(s) was reviewed and the complaint condition could be confirmed as the hammer head is separated from the rest of the device. As the instrument(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part number: 03.010.522, lot number: l996944, manufacturing site: (B)(4), release to warehouse date: (B)(4) 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an orthopedic procedure of suprapatellar nail the spiral combination hammer head broke off of handle at the weld. Mallet form hospital's standard ortho tray was used. There was no surgical delay. The procedure was successfully completed. There was no patient consequence. This complaint involves one (1) device. This report is for (1) spiral combination hammer 500 grams. This is report 1 of 1 for (B)(4).